Event description:
Consumer complaint of low blood glucose results. Caller's normal fasting result at the doctors is low 130 mg/dl. Review of memory from the trueresult meter shows a result of 77 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).